Manufacturer narrative:
It was reported that hip revision surgery was performed. During the revision, an r3 liner was removed. No other devices involved were reported in the information provided. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Currently, the batch information provided for the r3 liner (71335858) states that the lot number was "09cwzz441". As this is not a valid lot number, the lot number reviewed for the r3 liner will be 09cw22441 until additional information is received. A review of the complaint history for the r3 liner was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. R3 liners have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes could not be performed. No medical records or evidence have been received on this complaint. The reported event cannot be assessed and a thorough medical assessment cannot be performed. When notification is received that additional medical documentation has been provided, this complaint will be re-evaluated and a thorough medical assessment rendered. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Revision surgery was performed due to pseudotumour and coxoarthrosis.